Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet experienced hyperglycemia, confirmed by a fingerstick blood glucose of 256 mg/dl, with no reported infusion set leaks, no pump alarms, and continued insulin delivery through a 6 mm, 23" cannula. Customer care provided support which included product-use troubleshooting with the user. Investigation of this case revealed no device alarms or confirmed hardware malfunction and an unclear cause of the hyperglycemia. No clinical symptoms associated with elevated blood glucose reported. Outcomes included the need for troubleshooting and education, including a full set and supply change, after which glucose began to decrease. It was concluded that the event was user-reported hyperglycemia with cause unclear, and the device continued to operate without interruption. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.